Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured on may 30, 2014 ¿ june 4, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid black particle, approximately 0.10 mm in size, floating in the fluid inside the reservoir. A fourier transform infrared spectroscopy scan identified the particle to be polyurethane material. The cause of the particulate matter is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.